Event description:
Information was received that device was leaking at the bottom of the tank at the drain. Incident occurred during preventive maintenance; no patient involvement.

Manufacturer narrative:
Other, other text: one hotline low flow system was returned for analysis. The tank cover was noted to be cracked, the enclosure was cracked, and the line cord was observed to be faded upon visual inspection. The tank was then filled with water, temp check was attached, line cord plugged in and the power switch was turned on; confirmed complaint of leaking. Based on the evidence the root cause was found due to user interface as there was a crack to the enclosure near the drain fitting.